Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented to the emergency room with erratic heart rates due to possible atrial fibrillation (af). A transmission noted the right ventricular (rv) lead with measured high threshold. Unstable and intermittent capture was also exhibited. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.